Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and touchscreen became unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it with a prepaid label, and was informed they would need to enter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump within warranty.